Event description:
Discordant advia centaur xp (B)(6) results were obtained for a patient sample during a correlation study. The results were (B)(6) and discordant with the advia centaur xp anti-hbs2 assay. Testing was performed on three instruments and the results were similar. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (b)(46) results.

Manufacturer narrative:
The cause for the discordant (B)(6) result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.